Manufacturer narrative:
A device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, ten years and ten months of post deployment, patient presented to the emergency department with the complaints of lower back pain and nausea. A computed tomography of abdomen and pelvis was performed for filter check. The study showed that the hook of the recovery retrievable inferior vena cava filter was at the l1-l2 interspace. The filter was tilted medially but the hook does not contact the inferior vena cava wall. All of the filter struts perforate the inferior vena cava up to 14 mm. Two anterior struts perforate the inferior vena cava wall and embedded within the small bowel. One medial strut perforates the inferior vena cava wall and contacts the aorta. Three posterior struts perforate the inferior vena cava wall and contact l3. The lateral strut not visualized compatible with the fracture. Recommended computed tomography of chest to evaluate for migrated fragment. Therefore, the investigation is confirmed for filter tilt, limb detachment and perforation of the inferior vena cava. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted medially, strut detached and perforated the inferior vena cava wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The detached strut retained in body; however, the current status of the patient is unknown.